Event description:
It was reported that pt has had pain and has been getting cortisone shots. MRI was done and there was fluid around the joint. Revision is planned for (B)(6) 2012. Add'l info received (B)(6) 2012: pt stated that she was released from the hosp today after her revision surgery on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.